Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40, lot/serial# (B)(6), product type: lead; section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 24-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead failure occurred in a deep brain stimulation system involving the lead 3387s-40 stimloc device. An electric short circuit was identified at the bottom of the device. Contributing factors and troubleshooting measures were unknown. The device was never implanted, and no surgical intervention occurred or was planned. The issue was resolved with a guaranteed replacement. No patient complications have been reported as a result of this event. Additional information was received reporting that the low impedance was discovered during testing prior to implantation. The cause of the low impedance was unknown. The surgery was completed on the same day with the replacement of a new electrode. This information was confirmed with the physician.